Event description:
It was reported that pump quick bolus and wake button did not function as expected and pump continued to alarm, leading customer to stop using pump and request shutdown. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, was informed that pump could only be turned off by allowing battery to drain if button did not work, acknowledged understanding of this approach, chose to stop using pump, and then ended call.